Manufacturer narrative:
(B)(4). Device #1: part #12673-03, lot #90028-6h indicated is being filed under a separate medwatch MFR number. The device is returning, but has yet to be received.

Event description:
Device #2 issue: knot lock. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician assistant in-training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. A second proglide was attempted but after harvesting the suture, as the knot was being advanced to the arteriotomy site, the knot locked and could not be advanced further. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.